Event description:
The nurse reported the cutter was not performing cut action. The probe was replaced and the case was completed. No pt injury was reported.

Manufacturer narrative:
No sample was returned for eval. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).